Manufacturer narrative:
The device was not returned for evaluation. There was no reported impact to the patient or procedure. A second device was used to complete the surgery as planned.

Event description:
Opened malyugin ring to sterile field; scrub tech handed instrument to surgeon; surgeon advanced instrument and noticed it was bent made contact with patient; removed instrument and another mr opened in sterile field to use on patient. FDA MDR (B)(4).